Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Full functional testing, electrical safety testing , calibration and simulated therapy were performed. Upon conclusion of the investigation, the cause of this issue was determined to be was one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:12:07. During night drain cycle eight, the patient's ultrafiltration reading was 1310ml, indicating the home patient drained 1310ml more than their maximum programmed fill volume of 1700ml. No additional information is available.